Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00033 and 0001822565-2019-00486. Concomitant medical products: femoral component precoat size e left catalog#: 00575001501 lot#: 62042282, stemmed tibial component catalog#: 00598003702 lot#: 62031439, stem extension replacement screw catalog#: 00598009000 lot#: 62062312, taper stem plug catalog#: 00596009900 lot#: 62036569, headed screw 48 mm length catalog#: 00579104100 lot#: 62037223, headed screw 48 mm length catalog#: 00579104100 lot#: 62037223, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog#: 00597206532 lot#: 62087178. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient was revised due to stiffness, pain, swelling, numbness, and audible noise.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00033, 0001822565-2019-00486, and 0002648920-2019-00717. Reported event was confirmed by review of operative notes. Operative notes demonstrated that the patient was considered for left knee revision due to ongoing pain and stiffness. The patient felt stiffness and nerve damage as well. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient was revised due to stiffness, pain, loosening, swelling, numbness, and audible noise.